Manufacturer narrative:
Date of event is estimated. D6b - date of explant is unknown. Unique device identifier (UDI #): the UDI was not provided. During processing of this complaint, attempts were made to obtain additional information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs lead, model: 4146, UDI: na, serial: na, lot: r33169. Common device name: scs lead, model: 4146, UDI: na, serial: na, lot: r33169. Common device name: scs lead, model: 4146, UDI: na, serial: na, lot: r33169. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient underwent surgical intervention at unknown date wherein the leads were explanted for unknown reason. The investigation was unable to determine the lead that was associated with the issue.